Event description:
The customer tested her blood glucose using her contour and elite meters. The elite meter read 178 mg/dl, while the contour read 364 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.